Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed due to possible lead noise or myopotential oversensing. Device remains implanted. No further information available.